Event description:
Patient reported experiencing blood glucose levels, 200-325mg/dl (normal = 80-150 mg/dl) approximately 2 weeks ago. Patient changed accessories and levels did not come down until he used injections.